Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was no urine output, throughout the night. The complainant stated that the catheter would not drain and had to be replaced. After the catheter was replaced, over 1200 ml of urine was allegedly drained. No medical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was allegedly no urine output, throughout the night. The complainant stated that the catheter would not drain and had to be replaced. After the catheter was replaced, over 1200 ml of urine was drained. No medical intervention was required.

Manufacturer narrative:
Received 1 used foley catheter. The reported event was unconfirmed, as the problem could not be reproduced. No visual defects were noted on returned catheter. The functional evaluation was conducted as follows: inflated balloon with 10cc water and administered flow rate testing. While inflated, the flow rate was 380ml/min, 390ml/min and 3960ml/min. The internal flow specification for a sample of this product type is 100ml/min minimum, so the sample met the internal flow rate specification. Water was introduced thru the drainage eye and came out from drainage funnel without difficulty. Unable to duplicate reported event. The catheter was dissected and no conditions found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was allegedly no urine output, throughout the night. The complainant stated that the catheter would not drain and had to be replaced. After the catheter was replaced, over 1200 ml of urine was drained. No medical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was allegedly no urine output, throughout the night. The complainant stated that the catheter would not drain and had to be replaced. After the catheter was replaced, over 1200 ml of urine was drained. No medical intervention was required.